Manufacturer narrative:
Monitor sn (B)(4) was returned to (B)(6) and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device evaluation of belt sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.  There is no indication of a product malfunction. Device manufacturer date: monitor: 10/09/2014, electrode belt: 12/17/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was unconscious at the time of passing. The patient was brought to the ICU due to cardiac complications. It was reported that the patient was also being monitored on hospital equipment. The patient's medical staff removed the lifevest after the treatments and attempted resuscitation by CPR and non-lifevest defibrillations. Review of the download data, indicates the patient received one appropriate treatment and one inappropriate shock. At 07:08:05, the patient experienced an appropriate treatment. The patient was in ventricular tachycardia (vt) at 190 bpm at the time of the treatment, and the post-shock rhythm was bradycardia at 30 bpm with nonsustained ventricular tachycardia (nsvt). The patient's arrhythmia was successfully converted to a slower rhythm as a result of the treatment event. After conversion, an inappropriate shock was delivered during bradycardia at 30 bpm with occasional nsvt at 07:08:39. The patient's post-shock rhythm was bradycardia at 30 bpm with occasional nsvt. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020.